Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, overestimation of the battery longevity was noted on the patient's pacemaker. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Reported event of incorrect measurement could not be confirmed. As received, device was at battery voltage above elective replacement indicator (eri). Longevity assessment was normal with no anomalies found.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable after procedure.